Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Approx 1 device was received for evaluation; approx 1 event was confirmed during testing. The device was found to be affected by paint chips coming from the device, a shattered and displaced bearing, and corrosion. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the bur broke from the device during a procedure and during testing, the device was found to have paint chips coming from it. There was patient involvement for the event of the bur breaking, but no patient involvement for the event of paint chips being found coming from the device; no patient impact.